Event description:
Additional information was received patient had ipg explanted and replaced on (B)(6) 2019. Therapy was restored post procedure.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient ipg is inoperable, surgical interventions will be taken.